Event description:
Patient presented to vir (vascular and interventional radiology) for right chest wall port removal. Upon imaging in vir noted that medical device was broken and catheter was free floating in the patient¿s heart/chest and hub was maintained in right chest wall.